Manufacturer narrative:
Sanofi company comment (B)(4) 2019. Patient had 70cc fluid drawn off her right knee and received solumedrol injection after receiving synvisc-one. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
70 cc of fluid drawn off her right knee [effusion (r) knee]. Could barely walk [walking difficulty]. Trouble sleeping [poor quality sleep]. Right knee blew up like a papaya [swelling of r knee] . Pain in right knee [knee pain] . Case narrative: initial information received on (B)(4) 2019 from united states regarding an unsolicited valid serious case received from a nurse. This case involves a (B)(6) years old female patient whose 70 cc of fluid drawn off her right knee, could barely walk, had trouble sleeping, right knee blew up like a papaya and pain in right knee, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, vaccination(s) and family history were not provided. Past drugs included euflexxa and monivisc. Patient did not have any chicken, feather or egg allergy. On (B)(6) 2019 around 16:00 hours, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at 6ml once (batch: unknown) for knee pain in her right knee. She reported that her symptoms were remarkable that day. On (B)(6) 2019, her right knee blew up like a papaya (latency: 1 day) and she had a great deal of pain in right knee (latency: 1 day). As a corrective, patients used a nsaid with some stretching or rehabilitation exercises for a day or two but they did not provide much relief. Patient consulted her orthopedist for the same and was advised that a mild reaction to the injection was common. Patients right knee got worse over the weekend and she could barely walk (latency: few days) and had trouble sleeping (latency: few days) due to pain in her right knee. On (B)(6) 2019, patient visited her orthopedist and had 70cc of fluid drawn off her right knee (latency: 7 days), was injected with solumedrol and her fluid was sent for evaluation. Further, the patient mentioned that her right knee did somewhat improve after receiving the treatment. Corrective treatment: nsaid with some stretching or rehabilitation exercises for right knee blew up like a papaya and pain in right knee; solumedrol for 70cc of fluid drawn off her right knee. Outcome: recovering for all events. Seriousness criterion: required intervention for 70cc of fluid drawn off her right knee. A product technical complaint was initiated and results were pending for the same.

Event description:
70 cc of fluid drawn off her right knee [effusion (r) knee]. Trouble sleeping [poor quality sleep]. Could barely walk [walking difficulty]. Right knee blew up like a papaya [swelling of r knee] . Pain in right knee [knee pain] . Case narrative: initial information received on (B)(6) 2019 from united states regarding an unsolicited valid serious case received from a nurse. This case involves a 60 years old female patient whose 70 cc of fluid drawn off her right knee, could barely walk, had trouble sleeping, right knee blew up like a papaya and pain in right knee, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, vaccination(s) and family history were not provided. Past drugs included euflexxa and monivisc. Patient did not have any chicken, feather or egg allergy. On (B)(6) 2019 around 16:00 hours, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at 6ml once (batch: unknown) for knee pain in her right knee. She reported that her symptoms were remarkable that day. On (B)(6) 2019, her right knee blew up like a papaya (latency: 1 day) and she had a great deal of pain in right knee (latency: 1 day). As a corrective, patients used a nsaid with some stretching or rehabilitation exercises for a day or two but they did not provide much relief. Patient consulted her orthopedist for the same and was advised that a mild reaction to the injection was common. Patients right knee got worse over the weekend and she could barely walk (latency: few days) and had trouble sleeping (latency: few days) due to pain in her right knee. On (B)(6) 2019, patient visited her orthopedist and had 70cc of fluid drawn off her right knee (latency: 7 days), was injected with solumedrol and her fluid was sent for evaluation. Further, the patient mentioned that her right knee did somewhat improve after receiving the treatment. Corrective treatment: nsaid with some stretching or rehabilitation exercises for right knee blew up like a papaya and pain in right knee; solumedrol for 70cc of fluid drawn off her right knee. Outcome: recovering for all events. Seriousness criterion: required intervention for 70cc of fluid drawn off her right knee a product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number unknown, global ptc number: 57367. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2019. No safety issues were indicated in this review. Additional information was received on (B)(6) 2019. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
Pseudosepsis reaction [pseudosepsis] ([swelling of r knee], [knee pain], [pain upon movement], [joint inflammation], [effusion (r) knee]). Trouble sleeping [poor quality sleep] . Could barely walk/unable to cliimb stairs [walking difficulty] . Case narrative: upon internal review on (B)(6) 2019 the case was identified as duplicate of (B)(4).all the information of (B)(4) was merged in the (B)(4). This case was cross referred with (B)(4). Initial information received on 11-feb-2019 from united states regarding an unsolicited valid serious case received from a nurse. This case involves a 60 years old female patient had pseudosepsis, trouble sleeping and could barely walk/unable to climb stairs, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, vaccination(s) and family history were not provided. Past drugs included euflexxa and monivisc. Patient did not have any chicken, feather or egg allergy. The patient's past medical history included knee injury and missing cartilage. On (B)(6) 2019 around 16:00 hours, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at 6ml once (batch: unknown) for knee pain in her right knee. She reported that her symptoms were remarkable that day. On (B)(6) 2019, her right knee blew up like a papaya (latency: 1 day) and she had a great deal of pain in right knee (latency: 1 day). As a corrective, patients used a nsaid with some stretching or rehabilitation exercises for a day or two but they did not provide much relief. Patient consulted her orthopedist for the same and was advised that a mild reaction to the injection was common. Patients right knee got worse over the weekend and she could barely walk (latency: few days) and had trouble sleeping (latency: few days) due to pain in her right knee. Patient was unable to walk up and down stairs and maintain her previous level of activity. Patient wondered if this was a pseudo sepsis reaction to the intra-articular synvisc one injection and asked how could the synvisc be flushed out of the knee. On (B)(6) 2019, patient visited her orthopedist and had 70cc of fluid drawn off her right knee (latency: 7 days) via arthrocentesis, was injected with solumedrol and her fluid was sent for evaluation. Further, the patient mentioned that her right knee did somewhat improve after receiving the treatment. The second arthrocentesis was scheduled for (B)(6) 2019. Corrective treatment: nsaid and solumedrol for pseudosepsis reaction. Outcome: not recovered for pseudosepsis reaction; recovering for other events. Seriousness criterion: required intervention for pseudosepsis reaction. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2019. No safety issues were indicated in this review. Additional information was received on 19-feb-2019. Global ptc number and ptc results were added. Text amended accordingly. Additional information was received on 27-mar-2019 from the patient. Event of pseudosepsis reaction was added. Events of 70 cc of fluid drawn off her right knee, right knee blew up like a papaya, pain in right knee and pain with walking were updated as symptoms of pseudosepsis reaction. Symptom of right knee inflammation was added. Medical history was added. Lclinical course was updated and text amended accordingly. Upon internal review on (B)(6) 2019 the case was identified as duplicate of(B)(4). All the information of (B)(4).was merged in the (B)(4).